Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with debris on product. Visual inspection found no visible damage to the lens. There were little fibers thoughout the lens. Claim #(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -04.50 diopter into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to excessive vaulting and variation in elevated intraocular pressure (iop) (no elevated iop peaks measurable). The lens was replaced with a shorter lens. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the reporter indicated the implant of the shorter lens resolved the problem. The patient is happy. Claim # (B)(4).